Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail femoral broach handle was loose and not securely locking in the broach. The surgery was completed without complications or delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the photo could not confirm the failure mode however scratch marks were identified and root cause attributed to wear out. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.